Event description:
It was observed that during the device inspection, the air/water (a/w) tube and cylinder exhibited with foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Additionally, to provide a correction to the initial with information inadvertently left out (e1), to provide an update to fields (h3 and h4), and to provide additional information received through follow up (b5). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus could not identify the foreign matter or why the foreign material remained in the device. The root cause of the failure could not be determined. The event can be detected/prevented by following the instructions for use which state: -tjf-q190v operation manual chapter 3 preparation and inspection. -tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the user cleaned, disinfected, and sterilized the device before sending it to olympus. The user has no idea what the white residue could be. The air/water nozzle were rinsed with water and air during manual cleaning. Drugs including simethicone are used in the examinations. Pre-cleaning and manual cleaning during reprocessing were carried out according to the olympus instructions. There were defects in the reprocessing accessories for pre-cleaning and manual cleaning.